Manufacturer narrative:
(B)(4). The set was discarded at the facility and the lot number was not identified, therefore, no investigation could be performed.

Event description:
Customer reported the rn found the tpn tubing disconnected from the boviac at the cap (needle free valve port), from between double y-connector and needle free valve port site. No pt harm reported. Although requested, no additional event info or description provided by the user.